Event description:
New information noted that the device was reprogrammed to resolve the event . Patient is stable and will continue to be monitored.

Event description:
During a remote follow up, an event of high pacing impedance was observed on the left ventricular (lv) lead. Lv lead damage was suspected, but was unable to be confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.